Event description:
Device malfunction: none symptoms/ae: internal back wall closure. Time of symptoms/ae: during vessel closure procedure. It was reported that a physician trained in the use of the starclose device completed arteriotomy closure after a peripheral interventional procedure. The clip was deployed, catching the back wall of the vessel. A guidewire was passed across the lesion and a 6 mm balloon was used to open the area. Hemostasis was achieved with the deployed clip and reportedly the patient is doing fine. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain completed event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.